Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that they were hospitalized 3 days prior to calling due to high blood glucose of over 600 mg/dl. Customer was taken to the intensive care unit. Customer's blood glucose at the time of the call was 189 mg/dl. The customer experienced symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and breathing difficulty breathing. Customer was tested positive in ketones test. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event and the auto mode feature was active. Customer thinks that they were not getting any insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due to high blood glucose on unknown date with blood glucose of over 600 mg/dl. Customer's other blood glucose was 189 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode was active. Customer stated that not getting insulin. The insulin pump will not be returned for analysis.